Manufacturer narrative:
The reported events were a helix mechanism issue, perforation, and failure to capture. As received, a complete lead was returned in one piece with the helix partially extended and clogged blood and tissue. X-ray examination found the inner coil was over torqued at the connector region consistent with procedural damage. After cutting the lead, cleaning the distal portion, and applying torque directly to the inner coil, the helix could be extended and retracted. The full helix extension length was measured to be within specification. The cause of the reported event of a helix mechanism issue was isolated to blood and tissue in the helix region and over torqued of the inner coil. The tip stiffness test was performed, and the results were within specification. The reported event of failure to capture was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. No other anomalies were found.

Event description:
It was reported that the patient presented in clinic due to symptom of chest pain. A device interrogation was performed and revealed that the patient's right ventricular (rv) lead exhibited failure to capture. A chest x-ray and echocardiogram were performed and discovered that the rv lead had perforated the patient's heart. The rv lead was attempted to be repositioned but was unsuccessful due to the helix failing to extend. The rv lead was explanted and replaced. The patient's condition was unknown.